Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax. A post procedure chest x-ray identified the pneumothorax. The following information is unknown: the cause and severity of the pneumothorax, and what medical intervention (if any) was rendered due to the complication. The patient was reported to be in stable condition. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There was no allegation or indication that an ion device, its accessories, or its software malfunctioned.